Event description:
Dexcom g7 sensors with high failure rate. Dexcom policy will not replace after 3 sensors fail in a year. High failure rate creates unsafe conditions for diabetics. Reference reports: mw5157173, mw5157174.